Event description:
It was reported that patient underwent a humeral lengthening procedure on (B)(6), 2011. Subsequently, patient was revised on (B)(6) 2012, due to fracture of a connecting bolt. During the revision surgery a second connecting bolt fractured. The revision procedure was completed using another connecting bolt and correction module with no reported injury to the patient or delay to the procedure.

Manufacturer narrative:
Device remains implanted. The lot identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2012-00727 & 1825034-2012-00742).